Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately nine years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient was in for a routine follow-up and the stent graft was found to have migrated 6.3 cm from the sma due to aortic neck dilatation. The aneurysm measured 39 mm in diameter and the aortic neck was 30 mm in diameter. The patient does not have a left kidney. It is unknown if there was an endoleak due to non-contrast study that was performed. The patient has other unknown medical complications and will be monitored. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent graft migration). Patient's condition affected effectiveness of device (aortic neck dilatation). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (aortic neck dilatation).